Event description:
It was reported that the device had a power on reset. The patient has chronic atrial tachycardia/atrial fibrillation which may have caused the reset. The device was restored to the programmed parameters. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).